Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months.  Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, it was reported that the patient experienced a driveline infection and was placed on chronic minocycline. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection and positive blood culture for staphylococcus epidermidis could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2017 stated that the patient had a (B)(6) blood culture for (B)(6). The patient was treated with intravenous vancomycin as outpatient. No leukocytosis was identified. The patient had a low grade fever the week prior to (B)(6) 2017, but became asymptomatic. The patient was to be admitted to the hospital on (B)(6) 2017. No additional information was provided.